Manufacturer narrative:
Additional contact: (B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump had an error during power up. The biomed found a primary audible alarm background test that could not be corrected. There was no reported adverse event.